Manufacturer narrative:
The customer could not locate the bed for the service technician to inspect. A follow-up will be submitted with investigation results once the bed is located and an investigation is performed.

Event description:
It was reported by service report that the bed had no fowler or gatch functions. However, this could not be confirmed as the customer could not locate the bed for the service technician to inspect. No patient involvement or adverse consequences are reported.